Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-13991n, surefire¿ scorpion¿ needle, the scorpion needle tip broke when passing sutures through the graft outside of the joint. This was detected during a rotator cuff repair on (B)(6) 2025. The procedure was completed successfully where a trocar needle was used to pass the sutures through the aflex graft instead. Additional information received on 13th oct 2025: there was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.